Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about the difference between the troponin I results on the dimension vista systems versus the lower troponin t results on an alternate methodology. No corrected reports were issued. Due to the age of the complaint when siemens was notified (issue occurred in september 2016 and siemens was notified january 30, 2017), no instrument or reagent data is available for review. Quality control was within laboratory range and no product issue could be confirmed. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated troponin I results (tni) were obtained on a patient's samples on multiple dimension vista 1500 system instruments. The results were reported to the physician(s). The results were questioned by the physician when a sample was testing at an alternate laboratory by an alternate methodology for troponin t and a low result was obtained. There are no reports of patient intervention or adverse health consequences as a result of the discordant troponin I results.